Event description:
It was reported by the patient that the monitor dials, redials, but never completes the transmission. The monitor has run for two or three hours trying to send, but the transmission never goes through successfully. The monitor was replaced. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a capacitor was out of specification.